Event description:
It was reported that during a celioscopy on a gall bladder, the trocar had a leak. The leak was minor. Insufflators were used to manage pressure in the patient. There was no patient impact.

Manufacturer narrative:
(B)(4): the device (trocar sleeve cev145a6 5 mm diam 80 mm) was returned for evaluation. Mxi analysis confirmed that the device had a leak at the valve. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.